Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The perfusionist reported that after impella 5.5 placement had to be redone in the operating room after a first attempt, the placement signal as well as the left ventricle curve disappeared from the automated impella controller screen. Placement signal not reliable alarm was displayed. The pump runs fine otherwise. No harm to the patient or limitations in therapy occurred due to the reported issue. The staff has been asked and instructed to keep the pump for return after explant. Further collection of information is not possible at this time.

Manufacturer narrative:
Updated information: b5 narrative updated. D3 MFR fax number added. D6b explant date added. H6 med dev prob code a150203 added.

Event description:
Additional information was provided which states perfusionist reports that pump had to be redone in the operating room after a first attempt as the placement signal, as well as the left ventricle (lv) curve disappeared from the aic screen and a placement signal not reliable alarm was displayed. The pump ran fine otherwise with no harm to the patient or limitations in therapy due to the reported issue. The patient remained on support until explant as they transitioned to the left ventricular assist device.